Event description:
It was reported that the device was dropped. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿dropped device¿ were confirmed. On 2/24/2025, 2/25/2025 and 2/28/2025, three lvps were received unboxed and with paperwork. External inspection confirmed ¿dent corner¿ of device notification 304068541. There are no issues found on other two devices visually. Recommend bd san diego repair center to repair/replace damaged parts. Units will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report uploaded to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.